Event description:
The technician reported the head end brake casters are not holding. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake steer linkage is worn. The technician installed a brake steer upgrade kit to resolve the issue. Based on this information, no further action is required.